Event description:
Boston scientific received information that this lead had noise which resulted in pacing inhibition for at least two seconds and asystole. Reprogramming was required to restore therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.